Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on an unknown date 01:52:01. During night drain cycle 12, the patient's ultrafiltration reading was 399ml, indicating the home patient (hp) drained 399ml more than their maximum programmed fill volume of 600ml. This information meets iipv criteria. No additional information available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 399 ml during therapy initiated on an unknown date 01:52:01, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A partial fill was delivered during fill 12 of 25 of 160 ml, which was less than the expected fill volume of 600 ml. Review of the event log revealed the cycle 12 drain was completed on (B)(4) 1992 at 14:01 and the user's actual drain volume during cycle 12 was 559 ml. The user had a partial fill of 160ml and the actual drain volume of 559 ml is 93% of largest prescribed fill volume (lpfv) of 600 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.